Event description:
The st. Jude medical representative phoned to report that the ICD was explanted due to alert messages upon interrogation. The alert messages noted were "hv lead impedance too low" and "possible output circuit damage detected." St. Jude medical tachycardia technical services (tts) received archived data and reviewed the alert messages. In the episodal diagnostics it was determined that tach b therapies were initiated and one charge had been aborted due to possible output circuit damage. The pt returned to sinus spontaneously.